Event description:
The reporter posted on the children with diabetes website on (B)(6) 2012 alleging that sometimes when giving a bolus delivery the pump emits an error message informing that the bolus was cancelled, but the pump history shows that the bolus was delivered in its entirety. The reporter further stated that on the day of the posting, the pump showed that the bolus was delivered but as the reporter was watching the bolus being delivered; an error message appeared on the pump after partial delivery of the bolus. Animas customer technical support was unable to speak with the reporter to troubleshoot the pump due to the inability to contact the reporter. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed evidence of one eaw-175 ¿ partial delivery user aborted (pump) warning on (B)(6) 2016 14:51. During testing, the pump powered on normally and successfully completed the ez prime steps. A normal 10u bolus and a 10u audio bolus were performed successfully. Both boluses were fully delivered and accurately recorded in the pump history; the bolus history as found to be recording properly. No hypersensitive keys were observed on the keypad. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.